Event description:
Device was not in use, when noise heard coming from device. Device caught fire spontaneously. Smoke coming out of chair, wires burning, flames visible. If family was not at home, the house would have burned down. The family was minutes from sleep. Manufacturer says it is out of warranty and will not help. Family wants comparable replacement. Child has been without a stairlift for a week now.